Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no adverse effect to pt." (No consequences or impact to pt). Product problem(s): "dark filament removed during the procedure." (Foreign material present in device). The surgeon reported that he saw a dark filament (a few millimeters) in the anterior chamber at the end of the procedure. He removed it during the same surgery. Additional follow-up info has been requested.